Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 243 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer did not request a bolus when she should have. The customer declined to perform high bg troubleshooting as the customer was aware of the cause of the elevated bg level.